Event description:
Additional information received reported that the uti event reported for (B)(6) 2014 showed all negative lab results; no uti actually occurred. Still awaiting additional information for the event dated (B)(6) 2016.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had urinary tract infections on (B)(6) 2016. Cause, actions, and outcome remain unknown.